Event description:
It was reported that a patient with a 21mm 3300tfx valve underwent a valve-in-valve procedure after a duration of six (6) years, 10 months, due to stenosis. Patient presented with shortness of breath. The procedure was performed with a 20mm 9750tfx transcatheter valve. Patient stable.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Added information to b5, d6, h6.

Event description:
It was reported that a patient with a 21mm 3300tfx valve underwent a valve-in-valve procedure after a duration of 6 years, 10 months due to stenosis. Patient presented with shortness of breath. The procedure was performed with a 20mm 9750tfx transcatheter valve. Patient stable.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx valve underwent a valve-in-valve procedure after a duration of 6 years months due to stenosis. The procedure was performed with a 20mm 9750tfx transcatheter valve.